Event description:
It was reported that a few weeks following the implant, the patient presented to the emergency room with severe dyspnea and acute heart failure. The patient was admitted to the hospital, and was found to have pulmonary edema. The patient was hospitalized and was treated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.